Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the pusher was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective pusher (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. CAPA has been opened in (B)(6) 2019 to reduce the occurrence of error 22. The modification to this CAPA has been deployed with (B)(6) (redesign of force sensor soldering agilia sp) on which the first sn with the modification. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: abnormal.

Event description:
The following has been reported: work description: error 22 force sensor error. Closing comments: turned on device, immediately displayed error 22, force sensor error. Disassembled the pump and replaced the plunger head. Reassembled the pump and performed the displacement calibration and test as well as force test. Passed with no issues. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.